Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned cable had no apparent physical damage but a continuity test revealed an open at pin 1 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was no response at all even though the instrument was applied to the divot of the non-invasive patient tracker (nipt) divot. Another instrument was used instead. The procedure was completed with the navigation/imaging system. Initially it was reported that there was not response when an instrument was placed in the divot of nipt. It was a straight suction, but our cs confirmed that it was working / verified without problem when he visited the site for inspection. It is assumed that the user was attempting the verification of the instrument in wrong way (or maybe the emitter was not placed at the proper position). The customer is still able to use the instrument. Additional information was received stating that because it was in the unstable state that sometimes recognition succeeded and sometimes recognition failure occurred, the emitter external power data cable, em mobile emitter and emitter portable system were replaced and normal operation was confirmed. There was no delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
H3/h6: a medtronic representative went to the site to test the equipment. It was reported that hardware part(s) were replaced. The h ardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.